Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing in addition to high and undefined impedance values. There was also non-sustained ventricular tachycardia episodes which revealed lead noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had fractured. During the changeout the patient experienced a mild pulmonary edema. The patient is a participant in the post approval clinical surveillance product surveillance registry.